Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/17/2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. It was reported that the patient was under 2 years of age. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. Labeling indicates that the dexcom cgm system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Performed share log review and display show a transmitter failure alert .the reported event of transmitter failed error was confirmed. A root cause could not be determined.